Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the fit of the provided screwdriver in the set screw of the implantable pulse generator (ipg) "is too tight making the screwdriver difficult to remove" which "can cause the set screw to become inadvertently loosened". No patient complications have been reported as a result of this event.